Event description:
The customer reported that the charge button was not working. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A philips fse evaluated the device and verified the symptom. The processor pca was identified as the cause. The processor pca was replaced. The device remains at the customer site. We are considering this a malfunction of the processor pca.